Event description:
The stent was attempted to be introduced to the lesion. However, stent became hung up in residual plaque. As the physician attempted to manipulate past plaque, stent moved proximally on balloon. Positivie inflation pressure was applied to the balloon in an attempt to secure stent on balloon for removal. Physician was still unable to release stent from plaque. A snare was utilized to grasp the stent and aid in withdrawal of stent/balloon catheter.